Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that when the vns pt was seen for a follow up appointment, the pt noted that the normal voice alteration she has during stimulation of the device has not been as intense as it has in the past. The physician performed both normal mode and system diagnostic tests which both revealed high lead impedance, dcdc =7. The physician programmed the device off when the high lead impedance result was received. There was no report of any trauma or manipulation to the device site prior to the onset of the less intense voice alteration and the subsequent high lead impedance test result. The physician noted that x-rays will not be taken. It is unk if revision surgery will occur, however, good faith attempts to obtain additional info have been made, but no info regarding revision surgery has been received to date.